Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. The battery longevity estimate was significantly lower than the previous estimate on (B)(6) 2018. Upon review, the current drain was observed to be abnormally high. The patient was in stable condition.

Event description:
New information received on (B)(6) 2018 indicating that the patient presented for explant procedure on (B)(6) 2018. The implantable cardioverter defibrillator was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Additional information: the reported field event of premature battery depletion was confirmed in the laboratory. The device image was reviewed and excessive current draw was observed. The device was tested on the bench and the high current was traced to the hybrid. The root cause of the premature battery depletion was an internal hybrid anomaly.